Event description:
It was reported "when I pulled out the wire, it was dangling at a 90° angle, and pulled off when cleaning wire. I did not clip the 3cg wire when cutting the PICC to correct length, because I pulled the wire almost entirely out prior to trimming the PICC. The insertion was smooth and had no complications."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. This event was originally reported as a cascading event under MDR #3006260740-2022-03112. However, during investigation, evaluation of the returned sample showed the report of broken stylet was unrelated to the report of an inability to obtain ECG readings for PICC insertion. The report of a broken stylet is now being submitted under this MDR as a separate event. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a frayed stylet was confirmed. The product returned for evaluation was one 3cg/tls stylet. The returned product sample was evaluated and confirmed to be broken. The following observations were made which were consistent with this failure type: microscopic examination revealed revealed deformation of the stylet tubing at magnet edge(s) microscopic examination revealed localized delamination of the stylet tubing at the damage site(s), indicative of tubing kinking/folding kinking of the surrounding stylet tubing, located at magnet interface(s) this additional stylet kinking resulted in a general curl in a similar direction measurements of the stylet tubing, stylet core wire, and magnet were taken and confirmed to be within specifications. Although the break in the wire could be confirmed, the root cause could not be determined through examination of the returned sample. The observed features were indicative of circumstances which included stylet kinking, likely during the insertion process. It appeared that additional unidentified factors may have also contributed. A lot history review (lhr) of reft3551 showed no other similar product complaint(s) from this lot number.